Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
The technician found the CPR cable was not adjusted correctly, causing the CPR function to be slightly engaged. The technician adjusted the CPR cable to repair the bed.